Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not connecting to the meter. The insulin pump had run out of battery and they were disconnected. They had a high blood glucose level of 456 mg/dl. The customer stated they were high because they did not have syringes with them. It was noted that the insulin pump passed the self-test. The device will not be returned for analysis.